Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: infusomat space pump programmed for a 25ml/h heparin infusion ended up delivering the entire 500ml dose in less than an hour.

Manufacturer narrative:
This report has been identified as b. Braun mecical inc. Internal report (B)(4). The actual device involved in the reported incident was returned for evaluation. When the device was evaluated the reported issue was not observed. The device operated as intended. The log review did note the occurrence of the reported issue. Preventative maintenance was performed.